Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/28/2020. H.6. Investigation: customer returned five (5) unused 32gx4mm bd pen needles from lot 9121956. Consumer reported pen needles that were not loading and did not work. All 5 pen needles were examined, then tested for flow using a test pen injector: all 5 were able to attach to the pen injector and expel properly. No evidence of manufacturing defect was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm 100bx 1200 USA were difficult to operate during use. The following was reported by the initial reporter: "it was reported: that the consumer was having some pen needles that were not loading and did not work. Verbatim: from phone call on (B)(6) 2020 10:13:21: received a call back. Boyfriend of consumer stated the consumer reported having some pen needles that were not loading and did not work. Boyfriend stated he could not provide anymore detailed information and that consumer was sleeping. Stated he would have the consumer call back to provide additional product complaint details."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 3 november 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm 100bx 1200 USA were difficult to operate during use. The following was reported by the initial reporter: "it was reported: that the consumer was having some pen needles that were not loading and did not work verbatim: from phone call on (B)(6) 2020 10:13:21: received a call back. Boyfriend of consumer stated the consumer reported having some pen needles that were not loading and did not work. Boyfriend stated he could not provide anymore detailed information and that consumer was sleeping. Stated he would have the consumer call back to provide additional product complaint details."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of pen ndl 32 g 4 mm 100bx 1200 USA were difficult to operate during use. The following was reported by the initial reporter: "it was reported: that the consumer was having some pen needles that were not loading and did not work verbatim: from phone call on (B)(6) 2020 10:13:21, received a call back. Boyfriend of consumer stated the consumer reported having some pen needles that were not loading and did not work. Boyfriend stated he could not provide anymore detailed information and that consumer was sleeping. Stated he would have the consumer call back to provide additional product complaint details."